Event description:
Health care professional turned over an explanted apl lap-band system to the allergan technical consultant. An investigation is in progress to obtain additional details regarding the event. Follow-up findings: nine days prior to the surgery for the leak, the port was sutured in place. No leak was visible in the port or the 25cm of tubing delivered. However, ongoing leakage was demonstrated by injection of saline and methylene blue into port. During the revision surgery, the leak was noted from the junction of the "rocket" to the band. The band was replaced with an apl lap-band system, with rapidport ez. The explanted device will be returned.

Manufacturer narrative:
Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the rptr regarding the event date and reported event has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction."